Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately nine years and two months post index procedure, a CT revealed that the talent stent graft system had a possible type ii or possible type iii endoleak, fabric. The physician elected to reline the talent stent graft system by implanting two endurant stent graft limbs bilaterally. The two limbs were implanted above the flow divider of the talent bifurcate and extended down to the bottom of the talent stent graft system. After implanting the two limbs, the endoleak was resolved. During the intervention it was determined that it was a type iii endoleak, fabric; a type ii endoleak was ruled out. Per the physician, the cause of the endoleak was related to the device. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: pre-implant anatomy information, films during implant, and additional films during the secondary intervention were not provided. The exact cause of the possible type iii fabric endoleak could not be conclusively determined from the videos and images provided. The contrast appears to originate from the indentation observed in the unsupported area of the right ipsi limb. The indentation observed in the right ipsi limb could have been due to infolding resulted from lack of support in that area, or possible calcification in the iliac vessel that was pushing the graft fabric inward. Additional CT films were not provided; patient anatomy information could not be confirmed. Calcium abrasion of the graft fabric, or possible crease fatigue over time in the unsupported area of the right ipsi limb may have contributed to the fabric tear causing type iii fabric endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.